Event description:
It was reported that during a procedure for a hip fracture, the ball and spring of the inner sleeve fell out, causing the outer sleeve of the depth gauge to fall off. The surgeon used another depth gauge to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the instrument slider assemble was received without the spring and ball components. The ball and spring were not returned. A swage mark exists on the slider at ball/spring location with is a result of the manufacturing process. A function test could not be performed during this evaluation due to the damage (ball and spring missing). Features relevant to this complaint: ball o.d. Could not be verified due to the missing ball. The slider hole measurement could not be verified during this evaluation because the hole has been swaged during the manufacturing process, thereby distorting its features intentionally to rain the ball and spring. Because all the features related to this complaint could not be verified, it is concluded that this complaint is indeterminate from a manufacturing perspective.